Event description:
After an implantation period of approx. 85 months ventricular oversensing was reported. The lead was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
In the returned state, the lead had been cut through 13.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. An explantation set was stuck in the distal fragment, and a thread had been tied to the lead body. The returned fragments were thoroughly analyzed. 38 cm distal of the is-1 connector pin, the lead body was severely damaged by squashing and deformation. This damage is with high probability the cause of the oversensing complained about. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Other damages, such as the deformed shock coil, were probably caused during the extraction procedure. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.